Manufacturer narrative:
Evaluation summary : the stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 12th distal stent wraps with strut raised. Deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a non-tortuous and severely calcified lesion located in the right coronary artery, exhibiting 99% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was not inspected. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury. Device analysis identified stent deformation